Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Concomitant medical products: dtma1d4 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concerns that the device was not lasting as long as expected. It was also noted there was high left ventricular (lv) lead threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.